Manufacturer narrative:
Mpo has not received the complaint parts for evaluation after more than 75 days since initial complaint awareness. Therefore, this investigation will complete this investigation with the available information. Mpo received two images of the complaint parts. One image shows a region of substantial burring present in the drill tube, and the other image shows the damage sustained by the drill bit. The subject lot of the reusable drill tube, 20071012 lot 1370476, was manufactured in 2015, and the subject lot of the single-use sterile drill bit, 20071007 lot 1946667, was manufactured in 2023. Review of the device history record (DHR) for the subject manufacturing lots indicates that these products were manufactured to specification. Furthermore, mpo has not received any complaint reports involving the subject part/lot combinations. Based on the reported issue, it is possible that the drill tube had sustained damage and burring from previous uses that could have contributed to the described event. Drill tubes can sustain damage from off-angle use, from use with drill bits that are damaged, or from incorrect cleaning/reprocessing methods. There were no trends for this complaint issue. Mpo will continue to monitor for this complaint issue through complaint tracking.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the screw drill shaft presented a score mark or obstruction approximately halfway down the shaft tunnel. The drill was forced through but continued jamming. When driven, it was sticking, and the drill showed visible score marks. Both the drill and the tube will be returned for evaluation. The drill remains locked inside the tube. A photo shows a circular shadow line about halfway down the shaft. As a result, the surgery was extended by more than 30 minutes. This issue occurred during the same surgical case as the incident group (B)(4), so the time extension includes both events.